Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken tip. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Isi followed up with the initial reporter and obtained the following additional information: no further information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken monopolar yaw pulley. Broke piece is missing as a result of breakage. Size of missing piece is approximately 0.057¿ x 0.105¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument an electrical continuity test intermittently. No thermal damage was observed.